Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission upon receiving a vibratory patient notifier alert due to backup vvi operation noted on the implantable cardiac defibrillator; the patient had received diaphragmatic stimulation from the device. A device software download was performed successfully. The patient¿s condition was stable.